Event description:
My mother, (B)(6) had a medtronic spinal cord stimulator, model # 37743, serial # (B)(4) implanted in (B)(6) 2009. The battery failed after only 17 months of the projected 5+ year life which has now made it necessary for her to undergo yet another surgery to either replace the battery or the device at (B)(6) of age. The surgery is schedule for (B)(6) after two postponed attempts. I am very unhappy at the way this is all being treated and wanted to make sure this was reported to the FDA as it should be. (B)(6). Dates of use: (B)(6) 2009 - (B)(6) 2011. Reason for use: severe leg pain.